Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. On (B)(4) 2013, the isi regulatory complaints analyst contacted the site and was able to obtain/verify the following information: the reporter stated that no fragments fell and that no patient was harmed/injured because of the alleged issue. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was observed during central processing that the permanent cautery spatula instrument had a cracked insulation issue. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the cracked insulation was confirmed. The distal yaw pulley was missing a piece from the ceramic insulation, which was close to the grip tip. There was no sign of charring on the tip. There was no information given if missing piece fell into patient or not. Engineering concluded that the damage was likely due to mishandling. Engineering also found the conductor wire was dislodged. The conductor wire was sticking out from the conductor wire cap around the distal area. The evidence was not conclusive, but the wire probably slipped out while instrument was driven on system. The length of the wire sticking from distal end at approximately .1160. The electrical continuity testing passed. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.